Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented via a merlin@home transmission showing nsrvo due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Programming changes were made and appeared to be successful.

Event description:
New information received indicated that additional post-paced t-wave oversensing was observed. Programming changes and further testing were recommended.